Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of around 500mg/dl for a few days and also mentioned receiving no delivery alarms. The customer was assisted with troubleshooting for the high readings. The customer had symptoms being winded and weak. The customer treated with manual injections and insulin pump. Customer's blood glucose value at the time the incident was 272mg/dl and was 538mg/dl at the time of the call. Customer reported that the high blood glucose levels began on¿ customer declined to troubleshoot for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. Customer wanted to return and have the insulin pump replaced. The customer also mentioned a high blood glucose of over 400mg/dl and 500mg/dl two days prior. The customer declined to troubleshoot for the no delivery alarms. The product will be returned for analysis.

Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.